Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their battery changed in 2015 due to an increase in seizure frequency.